Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. She also inquired about the scroll wrap feature safety notification she had received. The customer stated she did not have a problem with the scroll wrap feature and does not want to replace her insulin pump. No additional information provided.